Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The shelf mode current (smc) was measured to be within specifications. The pod was reset, connected to an unused pdm, completed both priming sequences and programmed a 5u successfully. Inspection of the patient history buffer (phb) data shows that there was no communication issues between the pod and cgm, and the pod was receiving valid estimated glucose values (egvs) from the cgm. The pod was observed to have function as intended.

Event description:
It was reported that the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (abdomen), the pod's cannula was found bent. An alarm was generated where the pod got disconnected from the sensor but not for high blood glucose levels.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.